Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product was not returned to the manufacturer. Product ID (B)(4) implanted: (B)(6) 2012; product ID 5076-52 implanted: (B)(6) 2007; product ID 694965 implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.